Event description:
It was reported to medtronic neurosurgery that the physician was trying inject through the stopcock near the patient. According to the report, the physician noticed that the pillow was very wet and liquids were leaking from the stopcock. It was also reported that air was noticed in the stopcock. According to the report they changed the system for a new one. It was also reported that the patient was being externally drained because of a shunt infection and that their csf was thick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed was not possible as no lot number was provided. (B)(4).